Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while the surgeon was tightening the zipfix with his hands it was broken and had to remove it. Reportedly this happened with five zipfix devices. No patient harm occurred as a result of this event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.implant and explant dates were incorrectly reported on initial medwatch. Both dates should be blank, as the device was never implanted therefore there would be no explant date as well.